Event description:
Revision surgery - due to chronic tissue damage that caused the patient's rotator cuff to fail; the surgeon performed a conversion to a reverse.

Manufacturer narrative:
The reason for this revision surgery was to address a patient's failed rotator cuff after 6.4 years in vivo. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the first complaint against a part from this lot number. The root cause for this product complaint was reported as chronic shoulder tissue damage. No other conditions relating to this event could be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.